Event description:
It was reported that when attempting to inject contrast medium for control angiography, the half j-curved guidewire gets caught at the y-junction of the catheter. The catheter was removed & replaced to complete the procedure without pt injury or further complications being reported.